Event description:
It was reported that "the battery is not holding a charge. The account kept their pumps plugged into the red electrical outlets in the procedure rooms. Biomed check out the red electrical outlets in the procedure rooms and noted that if they checked one prong of the outlet, they would get 120v, but when they checked both prongs, they only get 60v. These outlets are specifically "coded" for use in areas where there are gasses present to prevent any arcing. They have not had any battery issues with other equipment. This has only occurred with the ac3 pumps. They now plug the pumps into regular outlets instead of red ones". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the battery is not holding a charge. The account kept their pumps plugged into the red electrical outlets in the procedure rooms. Biomed check out the red electrical outlets in the procedure rooms and noted that if they checked one prong of the outlet, they would get 120v, but when they checked both prongs, they only get 60v. These outlets are specifically "coded" for use in areas where there are gasses present to prevent any arcing. They have not had any battery issues with other equipment. This has only occurred with the ac3 pumps. They now plug the pumps into regular outlets instead of red ones". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "battery charging issue" is not able to be confirmed. No part was returned for investigation. According to the event details, a potential cause for iabp charging issues was inadequate outlet voltage/ac power source. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.